Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow keypad button was unresponsive and the down arrow button was intermittently unresponsive. It was reported that the pump had no damage and was not exposed to trauma or moisture prior to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/12/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:the keypad response issue could not be investigated due to an unrelated issue. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.